Manufacturer narrative:
Investigation: our quality engineer inspected the photograph provided. Bd received one photograph which displayed an insyte autoguard partially retracted unit and the needle tip was visible. The end of the safety barrel displays breakage which inhibits the hub from fully retracting. The reported issue was confirmed. This was sufficient evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment of the gripper machine. DHR for lot number 9101522 has been reviewed. No related quality issues or process deviations were found.

Event description:
It was reported that needle retraction failure occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "the patient is channeled and when pressing the safety button of the catheter, does not retract the needle and breaks in the back."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction failure occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "the patient is channeled and when pressing the safety button of the catheter, does not retract the needle and breaks in the back."